Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon, who reported the pt has blurry vision. He stated the pt's symptoms resolved without treatment.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested and a completed questionaire was received on (B)(4) 2012. (B)(4).